Manufacturer narrative:
This event was found to be a duplicate already reported under 3010536692-2018-00654 and 3010536692-2018-00655. Please void the initial report.

Event description:
Allegedly, patient revised due to mom complications. Right